Manufacturer narrative:
(B)(4) date sent: 12/11/2025 d4: batch # z7003f. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, six (6) clips were found remaining inside the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z7003f number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please provide more details for "he broke the clip in order to remove the ligaclip device from the abdomen."? The surgeon opened the clip with other instrument and after that, could take out the device outside the abdomen. 2. Did any pieces fall into the patient? No 3. If yes, were they retrieved? 4. Will all pieces be returned with the device? Only the device, without the broken clip. 5. If no, were they discarded? The clip the were taken off, discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a mini-bypass surgery, the surgeon used 10 mm ligaclip (endoscopic rotating multiple clip applier). The surgeon used the ligaclip towards the end of the surgery, applying clips on the staple line of the stapler, as part of his standard surgical practice in every mini-bypass surgery (i.e. Not due to any bleeding or issue with the stapler). According to the report, during one of the clip firings the device fired a clip, but the surgeon felt that it was more difficult than usual to fire the clip. The surgeon then felt that the device was stuck to the fired clip and he could not extract the device from the abdomen. Therefore, he broke the clip in order to remove the ligaclip device from the abdomen. A new ligaclip device was used to complete the surgery. The surgeon noted that even though the new device fired the clip successfully, he felt that it was more difficult than usual to fire the clips. The surgery was completed successfully and delayed by 5 minutes. No harm was caused to the patient.